Event description:
The sales representative reported an out of box failure for the g-260-2527 a viziglide wire involved. During the procedure the g-260-2527 a snagged the elevator of the t jf-q 190v and the wire snapped. The procedure was able to be completed using a second g-260-2527 a wire. This was an out of box failure. Additional information was received on 11 jan 2023: the procedure performed was an endoscopic retrograde cholangiopancreatography (ercp). The event occurred intra-operative. The procedure was completed with a second device. The patient was in stable condition. The procedure was successful. There was no blood loss. The device broke outside the body. The user of the device was able to pull the device back thru the scope when it looked damaged at approximately 6-7cm from the distal tip.